Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was completed and the radio-frequency (rf) head failed functional testing and was unable to interrogate devices because of a bent pin on the rf head cable. It was also found that the rf head cable had become cut and twisted and that the rf head lens was cracked. (B)(4).

Event description:
The radio-frequency (rf) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.